Event description:
The patient stated that when they sat down the catheter swelled up like a balloon, and it was starting to badly affect their legs. It was the size of a half dollar in diameter, and it stuck out of their back between a half inch and one inch. This started about two weeks prior to the report. The pump contained dilaudid. The patient¿s outcome was requested.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).